Manufacturer narrative:
Corrected information has been provided in d4. Mechanical interaction with blood / hemolysis / device in wrong position: without data log review, it is hard to conclude whether the patient-related or use-related abnormalities are present just based on clinical details. The cause of the hemolysis and positioning issues could not be determined without the returned product for investigation and sufficient clinical details, including data log. Placement signal issue: the cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
Correction: section b1 was inadvertently left unmarked in the initial report which has been corrected in this report. Section b5 and d6b ( explant date) were updated.

Event description:
Additional information received that device was explanted and will be returned for investigation.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 46-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs). The patient¿s clinical state prior to support was unknown. During support, the clinical team documented hemolysis as well as device malposition and placement signal issues. Hemolysis began during impella support, and blood products were administered; however, the exact amount was not documented. Imaging was used to evaluate positioning and confirmed that the pump was contacting the mitral apparatus, after which repositioning was performed and the positioning issue resolved. No anatomic cardiac abnormalities were reported, and additional contributing factors may have included concurrent ECMO therapy. A separate failure mode involved loss of the aortic placement signal, with the aic displaying an impella sensor failure alarm. The console was not replaced, and pump position was subsequently confirmed by echocardiography. The device remained in use throughout, and there were no allegations of device malfunction from the clinical team. Product return was requested for both failure modes, and data download was required. Based on the available information, the hemolysis appears clinically associated with temporary pump malposition and the patient¿s complex clinical condition rather than an intrinsic impella device malfunction. The placement signal issue is consistent with a transient sensor related or interface abnormality, with no evidence of adverse impact on support. Device involvement in the reported events remains unknown, and the impella cp is assessed as functioning within expected performance parameters once repositioned.